Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. The implantable cardioverter defibrillator was attempted to be interrogated but exhibited failure to be interrogated. It was suspected that the device had prematurely depleted. No intervention was performed. The patient was stable.